Event description:
It was reported that the extraneal bag did not fit the cassette line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported that they were able to continue therapy with a different bag that fit the cassette; therefore the cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.